Event description:
It was reported when using the pyxis medstation es system fridge was not detected on the communication bus. The customer reported that the malfunction occurred when user trying to issue the medication to patient, causing a delay in dispensing the medication for the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to fridge failure. A field service engineer verified that the pharmacy resolved the issue. The system functioned as intended after the field service engineer troubleshooted the device.